Event description:
Customer reported, no exposure and a low ma error message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber board. System operates as intended.